Event description:
On (B)(6) 2024, I had the colonoscopy procedure, although there are multiple options to removing polyps, my surgeon chose to use clips. The clips from the manufacturer cook medical according to use - are supposed to fall out (pass through the colon) after three weeks. These clips did not leave the colon, upon a follow-up colonoscopy on (B)(6) 2024 - the clips had remained. I asked the surgeon why he didn't remove them, he said they should have fallen out and if he removes the clips there would be bleeding in the colon. I was also told that if I travel, I would have to carry a hard copy of the pictures because the metal may trigger metal detection. I want to alert the FDA, the public, and hopefully resolve this issue which could turn into something serious or hopefully not; but could have been totally avoided. I have contacted cook medical by phone, they say they have never heard of this problem before; and I sent a follow-up letter requesting for them to engage in the solution.